Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye on (B)(6) 2022. On (B)(6) 2022 the lens was removed due to halos.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -4.00 into the patient's eye on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to haloes. Reportedly "no replacement lens was implanted". Claim# (B)(4).